Event description:
Customer reported a problem while performing instrument validation. A test case did not meet expected results. The test case for validating that the operators do not have the ability to override expired reagents, and, therefore, use expired reagents for testing on the galileo, allowed the customer to override expired reagents on the instrument. No action was taken based on incorrect results.

Manufacturer narrative:
The customer faxed screen shots of the messages, and it was confirmed that they could select "yes" when asked to use expired reagents. A wrong version of a data file was loaded on the customer's instrument. The version of the file on the instrument was removed, and the correct file was loaded. The instrument was operating normally. The instrument was undergoing validation testing at the time of the event; no incorrect results were generated.